Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in-clinic follow up, the device was in back up vvi mode and it was not possible to communicate with the device. The device function was restored. The patient was in a good condition.